Manufacturer narrative:
Concomitant medical products: product ID neu_tunnelingtool, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that while tunneling an extension in the patient's neck, the tunneling tool tip "broke with a noise of "pah" in the neck" of the patient. As a result, the "surgeon spent more time explanting the broken part" and a new extension kit was needed. It was noted the surgeon had used the same procedure as previous operations and the cause of the problem was unknown. The patient's outcome was reported as "no injury." A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Please note that conclusion code and result code have been removed from this report at this time. Device evaluation: analysis of the obturator found ¿the obturator had broken at the tip. It broke in the location where it was at the end of the tunneling rod during use. The surface of the break indicated that the tip was bending to the side when it broke.¿